Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient (pt) reported to fresenius technical support (ts) that last night, during her treatment, they noticed fluid leaking on the floor. The patient could not pinpoint where the cassette or supply bags were leaking from. Fluid was discovered during an unknown phase/cycle of dialysis. The patient was connected during incident. Fluid was not discovered in the pump module area. There were no alarms/warnings prior to or after the leak. The patient re-setup using all new supplies. After re-setting up, the patient received the notice draining slowly message during drain 1 of 4. The flow alert sound is set to yes. The patient was connected during incident. The patient is not empty. The blue pin that is closest to the patient was pushed in. The patient line was not kinked, and the clamp was open. The patient was not constipated. The patient was in the hospital and got catheter extension changed, they went into clinic and changed it back. The patient cancelled treatment and will continue with capd. Upon follow up, the patient stated that fluid leaked from an unknown source during fill 1 of treatment. They could not find the source of the fluid. The patient was connected. Approximately one ounce of fluid leaked. There was no fluid inside the cassette door. They canceled treatment and reset up with all new supplies. They then received the notice draining slowly message during drain 1. They canceled treatment and performed manual exchanges. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.